Event description:
It was reported that after an eviva breast biopsy procedure on (B)(6) 2025, the user observed foreign material in the tissue sample when the specimen was imaged. It is reported that the foreign material was removed from the specimen prior to the sample being sent to pathology. The user further reports that when attempting to deploy the tissue marker at the end of the procedure, it became "stuck." The user reports that a second tissue marker was deployed and the patient "ended up with two markers." No patient/user harm was reported. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Manufacturer narrative:
An investigation was conducted: brief description: it was reported that after an eviva breast biopsy procedure on (B)(6) 2025, the user observed foreign material in the tissue sample when the specimen was imaged. It is reported that the foreign material was removed from the specimen prior to the sample being sent to pathology. The user further reports that when attempting to deploy the tissue marker at the end of the procedure, it became "stuck." The user reports that a second tissue marker was deployed and the patient "ended up with two markers." No patient/user harm was reported. Initial evaluation: the device was not available for return; visual and functional analysis/testing could not be conducted for the described event. Investigation methods and findings: the device was not returned for this complaint. Therefore, a full investigation could not be conducted. Without the returned sample, it is not possible to confirm a definitive root cause of the issue. Cause/root cause: it was not possible to confirm that the eviva disposable directly caused the reported harm of a small piece of plastic in one of the tissue cores. The investigation involved a comprehensive review of device history records, complaint data, risk assessments, and testing results. Conclusion: the reported issue has not been confirmed, and the most probable root cause has not been identified. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no relevant risk factors were found in the manufacturing process.